Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of(B)(6) 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 9336996 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. H3 other text : see h.10

Event description:
It was reported that an unspecified number of bd insulin syringe with bd ultra-fine¿ needles experienced hub separation from the device during use. The following information was provided by the initial reporter: material no: 328438 batch no: 9336996 verbatim: consumer reported found this box to have needle hub assembly removed with shield removal consumer reported also from this box found shields hard to remove date of event: (B)(6), 2020 & (B)(6), 2020

Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd insulin syringe with bd ultra-fine¿ needles experienced hub separation from the device during use. The following information was provided by the initial reporter: material no: 328438, batch no: 9336996. Verbatim: consumer reported found this box to have needle hub assembly removed with shield removal. Consumer reported also from this box found shields hard to remove date of event: may 10, 2020 & may 12, 2020.